Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no report of patient involvement. The unit was returned to the manufacturing site for investigation. The unit was tested and the reported complaint was confirmed. The unit was found to make a clicking sound, and, shortly after, the output concentration momentarily spiked upward. The output concentration would subsequently return to within manufacturer's specification. Upon further investigation, it was noted that the screw on the fire relief valve was loose. This condition is attributed to an assembly error. The assembly instructions were reviewed and found to be adequate. Assembly personnel have been alerted of this complaint and retrained on proper assembly procedures.